Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, during the first post-operative appointment on (B)(6) 2011, the patient attended a voiding trial. The results were normal. During the next appointment on (B)(6) 2011, the patient presented to the office with a urinary tract infection. On (B)(6) 2011, the patient returned to follow up on the urinary tract infection. The examination was normal and the patient reported the initial stress incontinence issue had resolved. The patient was seen again on (B)(6) 2012 with complaints of four urinary tract infections during the previous six months. The exam was normal and a cystoscopy which was performed was also normal. The only objective finding noted was a little stenosis in the urethral meatus. The patient returned on (B)(6) 2012, where the urethral meatus was dilated using a 24 french dilator. This was the last time the patient was seen. The patient did not attend a scheduled six month follow up appointment. All other information is unknown and unavailable.